Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 346 mg/dl and an insulin injection was administered to address the bg level. During troubleshooting with tandem customer technical support (cts), the customer found air bubbles in the luer lock. The bubbles were removed. Reportedly, the customer used humalog in the cartridge for 3 days. Cts informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer acknowledged the information.